Event description:
Report received from attorney stating "in january of 1995, as a result of the defective pacemaker, plaintiff's heart rate dropped to a dangerously low rate. On 1/31/95, as a result of the pacemaker's failure to maintain plaintiff's heartbeat at an acceptable rate, said pacemaker was surgically removed from plaintiff's body." Co currently has no medical confirmation and is continuing to investigate this event.